Event description:
Complaint received by our company on oct 7, 2008. Pt. Was wearing foam suoma cover and it came off. She began to cough violently, put a handkerchief to her tep and inhaled deeply. Her voice prosthesis was inhaled into rt. Bronchial tube device was removed at hospital; bacterial culture showed that lung infection was reason for cough. Antibiotics rx.